Event description:
Caller states patient tested 1.7 inr on the coaguchek s system while a comparison lab returned as 2.45 inr. No treatment information provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It is reported that the pt had to be revised due to the failure of the tibial component. Loosening and pain were also reported.